Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope had white foreign material inside the air/water tube and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e1: (contact name should be blank). Correction is being made to previously submitted g3: date received by manufacturer. The correct date was april 9, 2024. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 years, since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation and the information provided, the foreign material could not be identified. It is unknown, whether there was deviation from instructions for use (IFU) in reprocessing steps, for the locations where foreign material remained. No physical damage was found at the locations. The root cause that made the foreign material remain in the subject device could not be identified. The instruction manual states, the detection method associated with the event in ¿cf-hq1100dl/I, operation manual chapter 3: preparation and inspection¿. And preventative measures in "cf-hq1100dl/I, reprocessing manual chapter 5: reprocessing the endoscope". Olympus will continue to monitor field performance for this device.